Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump with transmitter and mobile application, unresponsive buttons. The customer reported no adverse event. The event involved product(s) mmt-6101, mmt-1884. Troubleshooting was performed for the communication issue and it was not resolved. No harm requiring medical intervention was reported. Product return is not applicable for non physical devices mmt-6101, mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Pump passed the self-test. Pump received with an intermittently responsive keypad at the left, middle and ok button. Pump was cut open to perform visual inspection and found corroded keypad traces at the left, middle and ok button. No stuck key alarms noted during testing, unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted and care link pro software was utilized and downloaded trace/history files properly. However, the test guardian link with the glucose sensor simulator not communicated properly to the pump. Visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Swapping out test boards isolated to pcba 2. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. In conclusion, stuck button alarm intermittently unresponsive left, middle and ok was observed during analysis and confirmed due to corroded keypad traces. However, the test guardian link with the glucose sensor simulator not communicated properly to the pump, problem isolated to the electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.